Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 15-sep-2025, the user reported that their dexcom g7 continuous glucose monitoring (cgm) sensor failed after three weeks of ilet use. The user was out of replacement sensors and would obtain new ones the following day. The agent explained how to remain in bg run mode until the new sensor could be connected. The lowest blood glucose (bg) recorded was 61 mg/dl, and the highest was 213 mg/dl. Bg was corrected with 4 oz of orange juice for the low and insulin delivery in bg run mode for the high. The user's reported symptoms during the low bg included dizziness. No medical intervention was reported at the time of call.